Event description:
There was an allegation of a questionable troponin t hs elecsys e2g result from the cobas pure e 402 analytical unit. The initial result was 4.8 mg/l and the repeat results were 4.4 ng/l and 11.1 ng/l.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). Based on the provided data and information, a general reagent issue can most likely be excluded. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.